Event description:
Patient (B)(6) stated that he experienced burning sensation of the eye after using medical device rite aid hydrogen peroxide cleaning and disinfectant lens care system lot number 137165, expiration 10/2018.

Event description:
This is a follow-up report. Initial report was forwarded on (B)(6) 2017. Patient cr-17-018 stated that he experienced burning sensation of the eyes after using medical device rite aid hydrogen peroxide cleaning and disinfectant lens care sysytem lot number 137165 expiration 10/2018.